Manufacturer narrative:
(B)(4): eval results: tortuous vessel. Failure to deliver the stent and stent deformation. Eval conclusion: tortuous vessel.

Event description:
An attempt was made to advance an endeavor resolute 2.5mm diameter x 30mm length rapid exchange (rx) drug eluting stent in the pt; however, the stent would not cross the excessively tortuous target lesion. It was indicated that the stent became damaged during the procedure. No additional clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).